Manufacturer narrative:
Insulin pump received with no esc button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test, verify auto off alarm feature, or verify operating currents due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error before receiving a battery alarm. The insulin pump was not responding. Customer's blood glucose level was 159 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.